Event description:
The user received questionable results for glucose hk generation 3 (gluc3), phosphate (inorganic) version 2 (phos2), and alkaline phosphatase ifcc generation 2 (alp2) on the integra 800 analyzer. The event involved one patient sample which gave discrepant results. The patient sample was repeated on (B)(6) 2010 on a cobas 6000 c501 analyzer. The initial result for gluc3 was 429 mg/dl; the repeat result was 72 mg/dl. The initial result for phos2 was 8.8 mg/dl; the repeat result was 3.6 mg/dl. The initial result for (alp2) was 214 u/l; the repeat result was 73 u/l. The initial results were reported outside the laboratory. The patient was not affected by the event. The reagent lot for gluc3 was 61943801. The reagent lot for phos2 was 62797901. The reagent lot for alp2 was 63013201. The field service representative determined the cause was fluidics failure and misadjusted tube definitions and sample splashguard holder. He replaced multiple components and performed adjustments. Performance tests were run which were acceptable.